Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified unspecified vein in the left forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. During the 1st inflation, the balloon ruptured at 10 atms. There was no kink prior to use and no resistance noted during the procedure. The balloon was completely removed from the patient. The procedure was completed with another of the same catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).